Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of air in line was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted baxter to report a false air in line alarm. The event occurred during power on. The event occurred in the emergency room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.